Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 will be filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat an unknown lesion. The copilot bleedback control valve (bbcv) leur lock kept leaking. Another device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.